Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker system was suspected to be depleting prematurely after less than a year since implant. A longevity estimate from january calculated 10 years remaining, and a more recent estimate showed 4 years remaining. Additionally, the right ventricular (rv) lead exhibited unusual drops in impedance measurements down to the 200 ohms range, and this behavior was consistent with a gate oxide anomaly on the pacemaker with the potential for lead corrosion. A request was made to have data from this device analyzed. Data analysis noted several instances of lead impedance channel noise on the rv lead, and battery power consumption was high and irregular. Device replacement was recommended. However pacing system analyzer (psa) testing of the lead was recommended, leaving it up physician discretion on whether or not to replace the lead as well. Subsequently, the pacemaker was explanted and replaced, and the chronic rv lead remained in service connected to the new device. It was noted that the rv lead pace impedance with the new device was 723 ohms. No additional adverse patient effects were reported.